Event description:
It was reported that primary system controller backup battery cover screws broke during installation of backup battery. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D6a - date of implant was inadvertently added in the initial report and is not applicable to this device. Manufacturer's investigation conclusion: the reported event of backup battery cover screws breaking during installation was confirmed via evaluation of the returned heartmate 3 system controller (serial number hsc-512122). Visual inspection of the returned controller revealed the heads of two backup battery cover screws broke off from their bodies. The screw bodies remained stuck in the screw holes and were unable to be easily removed. The system controller was otherwise in unremarkable physical condition and performed as intended throughout all steps of functional testing. The root cause for the reported event was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 IFU with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A) are currently available. Section 5 of the IFU provides instructions for installing the backup battery in the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.